Manufacturer narrative:
Insulin pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The insulin flow blocked alarm /occlusion alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarm noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed insulin flow blocked. The customer¿s blood glucose was 465 mg/dl at the time of incident. Customer stated that the insulin pump alarmed insulin flow blocked while trying to prime. During troubleshooting customer stated that the insulin exited after a 5 unit fixed prime had been delivered. Customer also reported to have experienced a high blood glucose of 465 mg/dl and no troubleshooting was performed. Customer did not mention any form of treatment for the high blood glucose event. The customer was advised to monitor the issue. The insulin pump is not expected to return for analysis.